Event description:
The plaintiff's attorney alleged that the decedent experienced a fatal cardiac event after using the product in a dialysis treatment that was received on (B)(6) 2008. The plaintiff's attorney also alleges that after the use of the product, the decedent experienced cardiac arrest causing death on or about (B)(6) 2008.

Manufacturer narrative:
This is one event of two events reported for the same patient involving two separate products. The previous information that was received from the initial reporter is in MFR report #1225714-2014-10356 and MFR report #1225714-2014-10357, which were submitted on (B)(4)2014, in addition to the additional information that has been received from attorney (B)(6). Associated mdrs: 1225714-2014-10356 and 1225714-2014-10357.